Event description:
Boston scientific received information that this device battery was exhibiting an extended charge time of greater than 18.4 seconds, and as a result the physician was concerned and considering replacement. To date, the device remains implanted and no adverse patient effects have been reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
New information became available that our boston scientific sales representitive spoke with the health care professional (hcp) regarding this patient and the increased charge times. At that visit, the stated they felt the charge times were appropriate and not to high.